Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens was removed, due to lens tear. Lens was removed with no pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4).